Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
From the acm who was charge nurse that day- ¿on monday night the bedside nurse noted that the dual lumen PICC was leaking from the red port (product is on my desk in a baggie). Upon further inspection the hub was cracked. Not sure if tightening the clave cracked the hub or if it is a product flaw. From what I remember, this is the second time we have had this issue with these dual lumen piccs. The PICC team attempted to exchange without success.¿

Manufacturer narrative:
H3 other text: placeholder.